Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse checked the communication between diathermy and pmed with customer's activation cable and noted that the communication led glows in pmed in all ports, so the fse tried activating the relays of the bipolar and monopolar in maintenance application for troubleshooting but relay activation had no response in diathermy. The fse suspected the cable and used the standby activation cable, still the issue persisted. The fse replaced the pmed to resolve the reported issue. The system was tested and verified as ready for use. Isi has requested the pmed involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system rsh0146. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that both monopolar and bipolar instruments were not firing. The customer switched to external pedal and the fse replaced the pmed to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, both monopolar and bipolar instruments were not firing. The customer tried restarting the system, swapped to another personality module energy device (pmed) socket and changed energy device, still the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested using external pedal. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue occurred during procedure. The system functionality was checked upon powering on the system and the system initially powered on without errors. There was no patient injury. The procedure was completed robotically.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the personality module energy device (pmed) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate the customer reported complaint. The pmed was installed on a test system with no issues. Fa verified all the external led's were good and conducted the foot pedal and cautery port test. There was energy activation on all three ports of the pmed. The monopolar was able to coag fine.